Manufacturer narrative:
A system check was performed on (B)(4) 2010 and met specifications. The customer contacted customer technical support and also mentioned that the system was generating reagent carousel motion errors while loading a new accutni reagent pack on to the instrument. Cts had the customer unload the accutni reagent. The customer found that the reagent pack was misloaded and therefore in the incorrect slot of the reagent storage carousel. When this occurs the instrument does not detect either a wrong reagent pack or no reagent pack present. The customer removed the misloaded reagent pack, deleted the pack from the reagent inventory, and discarded it. User error is the root cause of this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining no value results with indeterminant (ind) flags for two patients' samples when being analyzed for troponin (accutni) on the access 2 immunoassay system. Repeat testing on an alternate instrument resulted with one patient in the normal reference range and the second patient resulting in the risk stratification range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.